Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was a loose green pull ring cap inside the unopened overpouch of the returned device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) of an amia automated pd set was not on the patient line in the packaging. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.